Event description:
It was reported that this right ventricular (rv) lead exhibited low r-waves. It was noted that the patient required increased ventricular pacing due to underlying condition atrial fibrillation with slow ventricular response. The physician opted to surgically abandon the rv lead and implant a new lead placed in the left bundle branch. No additional adverse patient effects were reported.